Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a cholecystectomy procedure, the surgeon tested the device. During the test, the clips were not loaded properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the clip did not load properly: the clip was properly loaded. When fired the clip is not closed but open. Did the clip advance completely in the jaws prior to firing? Yes. Did the clip feed sideways? No. Were the clips feeding more than one clip at a time in the jaws of the device? No.